Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown mg/dl. The customer could not do the troubleshooting of pump because she is not mobile and could not get up and get the pump. The customer was advised when her spouse get home to ge the pump for her for her to give us a call back so that we can document what is wrong with the pump.